Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 2030404-2015-00073, 3005334138-2015-00096, 3005188751-2015-00103 during a ventricular tachycardia ablation procedure, a cardiac tamponade occurred. A supreme ep catheter was placed in the right atrium. An ensite array catheter and a therapy cool flex ablation catheter were placed in the left ventricle to perform mapping and ablation. During ablation, an occlusion occurred with the therapy cool flex ablation catheter and it was replaced with a flexibility ablation catheter to continue the procedure. Several hours into the procedure, the arrhythmia was being analyzed and the patient experienced chest pain. Fluoroscopy and an echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed and the patient recovered quickly. It was indicated the cardiac perforation was not caused by the performance of sjm devices.